Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, an attempt to measure the capture threshold of the leads but the implantable cardioverter defibrillator showed an error screen. The device was re-interrogated after rebooting several times but failed. It was attempted with other programmers but also failed. The error only occurred when testing for capture threshold. Technical services was contacted and the software was reloaded and the problem was solved. The patient was stable.